Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes no sensing once the atrial screw was tightened. Sensing was normal prior to tightening the screw.